Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient suffered injury, pain and high concentrations of various metallic elements in his blood. Update: 9/16/2013 - clinical report states patient had hip and buttock pain, local tissue reaction, and slightly elevated cobalt and chromium levels, but no treatment has been provided. Update 10/1/2013 - patient has been revised. No reason for revision has been given. There is no new additional information that would affect the investigation. Update: 1/24/2014 - clinical reports from (B)(6) 2013 indicate that patient had adverse local tissue reaction on those dates. There is no new additional information that would affect the investigation. This complaint was updated on: 02/04/2014. Update: 1/28/2014 - clinical report received. Clinical report states patient had inflammation and fibrin. There is no new additional information that would affect the investigation. This complaint was updated on: 02/10/2014. Update rec¿d 9/12/2014 - medical records received. Patient revised to address particle disease. Upon revision, gray black staining consistent with metal debris, and type ii or iii corrosion on the trunnion was noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 09/24/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. One other report was found against the product/lot code combination in a search of the complaints databases. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.